Event description:
The drive block does not move all the time. Testing was performed with the driver arms in locked position and the driver block stops, buit the lead screw keeps turning. Bgs are not fine for the last ten days. Sometimes when the patient disconnects the infusion set and the pump does not alarm.